Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited noise, meanwhile the patient's right ventricular (rv) lead exhibited poor sensing and high capture threshold. Both the rv and ra leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Visual examination of the lead noted full breach outer insulation degradation adjacent to the connector boot exposing the outer coil. The cause of the reported event was due to the full breached outer insulation degradation exposing the outer coil.